Event description:
The manufacturer received information alleging a ventilator was failing leak testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower chassis plate was replaced to address the issue. An issue related to the touchscreen was observed. The device's display was replaced to address the issue.